Manufacturer narrative:
Pump alarmed pump error 43 when rewinding the motor to perform the displacement test. The pump passed the active current test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error 43. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed pump error 63 variable 9 in pump's downloaded history on (B)(6) 2023 at 14:30:49.000 and pump error 63 variable 15 on (B)(6) 2023 at 14:30:50.000 due to hardware anomaly. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, keypad flex tail, internal battery and harness assembly vibrator. Pump failed the rewind test due to pump error 43 due to moisture damage on the motor. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly. Pump failed self test due to pump error 75 due to corroded internal battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label stained, serial number label fading, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and stained keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Unexpected battery power loss, pump error 43 and pump error 75 were confirmed due to moisture damage. Pump exposed to moisture confirmed on the electronic assembly, motor, force sensor, keypad flex tail, internal battery and harness assembly vibrator. Pump error 63 variable 9 and pump error 63 variable 15 were confirmed due to hardware anomaly. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported noticed that there was water on the pump screen, changed the battery, but the pump did not turn on. No harm requiring medical intervention was reported. Troubleshooting was performed and there was a crack on the back of the pump. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.